Event description:
Two pumps being utilized in labor and delivery had occlusions on bag (supply) side of pump. This was due to tubing being caught in door. The pumps have no alarm for supply side occlusions and gives the impression of delivering drug when in actuality, none is being delivered to the pt. This is the second and third occurrence of this particular problem since they were purchased in 11/94.